Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had ECG signal will be lost during use, indicating f lead failure. There was patient involvement. However, there was no patient harm. A getinge field service engineer (fse) arrived at the site and confirm the reported fault with the customer. Confirm that the ECG f lead indicates a fault. Replace the front panel and test parameters to meet factory requirements. Return the equipment to the customer and allow clinical use.

Manufacturer narrative:
Event site: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the ECG signal will be lost, indicating f lead failure, on the cardiosave intra-aortic balloon pump (iabp). The iabp was replaced. There was no harm or serious injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 ,h10. The defective components were received for further investigation. The failure analysis and testing dept. Received ECG trunk cable 5-lead serial number: n/a with a reported unit failure of ECG signal lost during use and indicating f lead failure. The failure analysis and testing dept. Performed visual inspection of the part and found that the part is in a good condition. The failure analysis and testing dept department connected the part to the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 rev e and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department is unable to verify the failure of f lead failure and ECG lost signal. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Aq.the non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) had ECG signal will be lost during use, indicating f lead failure. There was patient involvement. However, there was no patient harm. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: order not completed.